Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise was being oversensed on both the right atrial (ra) lead and right ventricular (rv) lead channels, that is reportedly coming from this rv lead. The issue was reproduced with isometrics. An x-ray was performed and there are concerns of possible lead on lead chatter or a connection issue. This rv lead remains in service and the patient is to be monitored. The pacemaker and ra lead were competitor's products. No adverse patient effects were reported.